Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the active exhalation control module was broken. The device's active exhalation control module needs to be replaced to address the issue.